Event description:
A zoll distributor returned charger sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the end of the power supply cord was cut and the connector was missing. The cause of the inability to power on is the damaged powers supply cord and missing connector. The root cause of the damaged power supply cord and missing connector cannot be positively identified but was likely due to physical abuse. No adverse event resulted from the defective power supply.